Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 cubie pocket b1 and the main drawer 5.1 cubie pocket b1, b2, b3, b4 and b5 had failed and were not detected on the bus. A field service engineer (fse) removed the row boards, reseated the row cables, and confirmed that the cubie pockets were successfully restored to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 pocket b1 was not opening and was not detected on the bus. The customer had rebooted the station but still issue persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.